Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 454 mg/dl. Customer was hospitalized for high readings. Customer was treated at the hospital. Troubleshooting was performed and it was found that the pump alarmed no delivery. The customer stated that insulin exited with 5.0 unit fixed prime. The insulin pump was not returned for analysis.